Event description:
It was reported that during a da vinci-assisted right hemicolectomy procedure, the tip-up fenestrated grasper instrument had a broken jaw. The procedure was completed with no reported patient injury. The tip-up fenestrated grasper is a multiple-use endoscopic instrument with a grasping tip to be used in conjunction with the da vinci system. The instrument is designed to grab, manipulate, retract, and dissect tissue during a da vinci assisted surgical procedure. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following information on 21-sept-2022: the tip-up fenestrated grasper instrument was inspected prior to use and there was no damage noted. There were no instrument collisions during the procedure. When the instrument was removed from the surgical field, it was found to have a broken jaw. The broken piece could not be identified at the time and the customer performed an x-ray to locate the potential fragment. The test did not reveal any fragments falling into the patient and the location of the missing piece was unknown. The procedure was completed and the patient has not returned to hospital due to any post-operative complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tip-up fenestrated grasper associated with this complaint and completed its investigation. Failure analysis (fa) confirmed the reported issue as the instrument was found to have a broken grip at the midpoint of the grip. A piece approximately 0.187" x 0.428" was found to be broken off the yaw pulley and the broken piece was not returned. Fa noted that the root cause of the issue was due to excessive force applied to the instrument jaws. No image or video was available for review. A review of the instrument logs for the tip-up fenestrated grasper (part number 470347-12/lot number u12220429 0002) associated with this event has been performed. Per the review, the tip-up fenestrated grasper instrument was last used in a procedure on (B)(6) 2022 on system (B)(4). The alleged instrument had 9 uses remaining after the last procedural use. Based on the additional information obtained from failure analysis investigations, this complaint remains a reportable event due to the following conclusion: failure analysis confirmed the instrument breakage that resulted in a fragment fall inside the patient was attributed to a excessive force applied to the instrument jaws.